Manufacturer narrative:
(B)(4). Method: the complaint rt265 breathing circuit has not been received at fisher & paykel healthcare in (B)(4) for evaluation, however photographs of the complaint swivel have been provided. Results: visual inspection of the provided photographs revealed cracking along one of the swivel wye ports. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: we were unable to determine what had caused the observed cracking. The customer informed us that the rt265 circuit passed the inital ventilator leak test and had been in use for six days before the cracking occurred. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the damage occurred after a period of use, which suggests that the complaint circuit became damaged after the product was released for distribution. Our user instructions that accompany the rt265 state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported that the y-piece of an rt265 infant dual-heated evaqua2 breathing circuit had cracked after six days of patient use. No patient consequence was reported.